Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer followed troubleshooting instructions with tandem technical support and the occlusion was determined to be caused by blockage in cartridge. Customer changed supplies as needed and resumed insulin therapy.